Manufacturer narrative:
Approximate age of device: 2 years and 5 months.the patient remains on vad support. No further information is available. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2015 for low flow alarms. The patient was evaluated for possible causes of the low flow alarms including a CT scan, which showed that the pump inflow conduit was malpositioned. Reportedly, surgeons did not want to operate since the low flows were controllable and reproducible only while the patient was laying on his left side. The patient was discharged back to the skilled nursing facility on (B)(6) 2015. The log file captured multiple low flow hazard alarms where the estimated flow dropped below 2.5 lpm. The patient was reported to be asymptomatic.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A specific cause for the malpositioning of the inflow conduit could not be determined. However, the instructions for use provides information regarding how to install and orient the sealed inflow conduit. Additionally, this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The operating manual discusses pump flow. The report of low flow alarms was confirmed through a log file analysis. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: on (B)(6) 2015, the vad coordinator reported that fewer low flow alarms were seen on the patient's history screen on the patient's last outpatient clinic visit. The vad coordinator also reported that patient reported that he no longer lays on his left side.